Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: evaluation revealed that the ok keypad button was over responsive to button presses; the keypad cover was removed and the ok button contact was observed to be cracked. Evaluation also revealed multiple cracks in the battery compartment and a crack in the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the ok keypad button was over responsive. The ok button contact was cracked. Evaluation also revealed multiple cracks in the battery compartment and a crack in the cartridge compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 23-jul-2018.